Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the issue once. The navigation system was reported to have reverted to the medtronic splash screen when loading the discs on an "unstructured alternate module". The representative then restarted the application software and was able to successfully load discs. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system application software became unresponsive and shut down without prompt from the user. The representative reported that the issue occurred when attempting to load a patient disc on the system. The site was able to load the exam on a separate medtronic navigation system. No additional information was provided. There was no patient present when this issue was identified.